Manufacturer narrative:
The log file was provided for manufacturer investigation. The analysis of the logged entries shows that no device errors have been saved for the date of event. The device has been powered on at 9:05 am. Thereafter, the patient setting was made and the ventilation has been started at 9:18 am by exiting standby. Subsequently, various high priority alarms were generated such as "apnea !!!", "tidal volume high !!!" Or "volume not constant !!!" And indicate an inadequate ventilation of the patient and/or a not suitable setting of the ventilator. At 9:25 am and 10:05 am changes in settings have been made. The device was put into stand-by later at 10:45 am. The device has responded to the detected ventilation related deviations as specified and alarmed visually and acoustically with appropriate alarms. It would have been the task of the users to remedy the reasons of these deviations. The instructions for use of the evita xl contain corresponding information, e.g. For high priority alarms: ¿immediate action necessary in order to avert acute danger¿. No device related malfunction could be identified.

Event description:
It was reported that while this unit was on a patient, the unit started to alarm volume not constant, vt high and other volume related alarms. It appears no one responded to the alarms for at least an hour and the patient went into cardiac arrest and expired. The user did not allege any device malfunction or device problem.